Event description:
On (B)(6) 2012, it was reported that on (B)(6) 2012 around 11:00am, the patient became hypoglycemic. He was lying on the sofa and foam began to come out of his mouth. The patient passed out. His daughter called for paramedics and when the arrived they did an ECG and gave the patient an infusion. He was taken to the hospital where he was again given an ECG. The patient made no allegation against the performance of the infusion device. The infusion device was not requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
No product was returned for evaluation. Therefore no investigation was possible. (B)(4): product not returned.